Manufacturer narrative:
Added medical history. Updated results code. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records for the CT scan showing the ¿ventral hernia¿ were not provided.] On (B)(6) 20/11: (B)(6). Operative report. Pre-op: symptomatic ventral hernia, epigastric abdominal pain. Post-op: same. Procedure: repair of ventral hernia using 10 by 15 cm. Gortex dual mesh. Indications: the patient is a pleasant 50 year old white female who has been having increasing distention and pain in her epigastric region. She underwent a CT scan that did show a ventral hernia. I met with her on multiple occasions and discussed with her the risk and benefits of repair this including the risk of hernia reoccurrence, mesh infection, wound problems as well as the fact she may still have abdominal distention and that may not be related to the hernia itself and repairing this may not improve it. She expressed an understanding of the procedure and had no further questions and informed consent was obtained. ¿the patient was taken to the operating room at dch. A time out was performed. She had pneumatic compression boots placed. General endotracheal anesthesia was induced. She received antibiotics pre-op and her abdomen was prepped and draped in usual sterile fashion. At that point an incision was made in the epigastric region. It was carried down through the skin and subcutaneous tissue. Hernia sac was identified. I circumferentially dissected out the hernia sac and was able to reduce the omentum that was within it back into the abdomen. Underneath the fascia I dissected free all tissue beneath there being careful not to injure any loops of bowel. Her fascia around was very weak and therefore I went ahead and cleaned off another three or four cm. Circumferentially and at that point a 10 by 15 piece of mesh was placed in the peritoneal cavity with the rough surface facing the fascia and the smooth surface facing inferiorly toward the bowel. At [sic] point I sutured this circumferentially using 0-prolene sutures tacking it to healthy tissue. I was very careful to make sure none of the sutures caught any bowel and to make sure any bowel or omentum got caught between the mesh and the anterior abdominal wall. At that point once it was fixated I closed the fascia over the top of the mesh using 0-prolene sutures to further protect this. Local anesthetic was injected into the skin and musculature. I then closed the subcutaneous tissue using 3-0 vicryl sutures and skin was closed using staples. All sponge, needle and needle [sic] counts were correct times two.¿ on (B)(6) 2011: [assigned]: [facility ni; not indicated]. Implant sicker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 8215626. Exp 2013-04. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/8215626) was implanted during the procedure. ??/??/??: [missing records: records for the CT scan showing ¿bowel within the hernia sac¿ were not provided.] 10/15/13: (B)(6) . Operative report. Pre-op: incarcerated recurrent ventral hernia. Post-op: same. Procedure: stoppa repair of recurrent incarcerated ventral hernia using 18 x 24 cm. Gore-tex dual mesh. Removal of prosthetic gore-tex mesh. Complications: none. Indications: the patient is a pleasant 52 year old white female who is status post previous ventral hernia repair in the past who over the past couple of months has noticed a bulge and had what appeared to be a recurrent hernia. The patient underwent a CT scan which did show bowel within the hernia sac. I met with her in the office, discussed with her the risks and benefits of repairing this including the risk of hernia reoccurrence, mesh infection, epidermolysis and necrosis of the skin as well as wound problems. She expressed understanding of the procedure and informed consent was obtained. Operation: ¿the patient was taken to the operating room at dearborn county hospital. She had pneumatic compression boots placed. She received 2 grams of ancef preoperatively. General endotracheal anesthesia was induced. A time out was performed. At that point an incision was made through her previous midline incision, carried down below the umbilicus. It was carried down through the skin and subcutaneous tissue. At that point a hernia sac was identified. It was dissected free. I then opened up the hernia sac and was able to reduce the bowel contents none of which appeared to be strangulated or even any impingement on the vascular supply back into the abdomen. I then opened up the fascia and the mesh superior to this. There were several adhesions of the omentum to this which were dissected free. At that point I could feel another hernia above the previously placed mesh as well, therefore, I opened up the entire mesh up to this hernia site. The previously placed dual mesh appeared to be somewhat retracted, therefore, it was felt the best interest would be to go ahead and just excise this and place one large piece of mesh to fix it to hernia defects. I took down the falciform ligament and tied it off between kelly clamps and transected it. All of the adhesions were taken down carefully. There was no bowel adhesed to the anterior abdominal wall. I then cleaned off the subcutaneous tissue off the rectus muscles and fascia and at that point I placed an 18 x 25 sheet of gore-tex dual mesh with the rough surface facing upwards towards the fascia and the smooth surface down towards the intestine. At that point I circumferentially placed 0 prolene sutures to attack [sic] the mesh in place going through the fascia down through the mesh and back up through the fascia. I was careful to make sure that each of these stitches did not catch any of the bowel and I also made sure none of the bowel got between the mesh and the anterior abdominal wall. Once this was then completed I then closed the fascia over the top of the mesh to further protect this using pds sutures, 2-0 in a figure-of-eight fashion. Through a separate stab incision a 10 mm. Jp drain was placed on top of the mesh. I irrigated out the wound copiously. I then reattached the umbilicus to the fascia using 2-0 vicryl sutures. The subcutaneous tissue was the [sic] closed using 3-0 vicryl sutures and the skin was closed using staples. All sponge, instrument and needle counts were correct x2.¿ 10/15/13 [assigned]: [facility ni]. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 10980759. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/10980759) was implanted during the procedure. On (B)(6) 2013: (B)(6) pathology report. Accession #: 13: s003385. Clinical diagnosis: recurrent ventral hernia. Gross examination: (B)(6); a single container labeled hernia sac. This is a single piece of membranous tan to red soft tissue measuring 7.5 x 7.0 x 1.3 cm. A representative portion is submitted in one cassette. Microscopic examination: a microscopic examination has been performed on all parts of this case and was used to render the diagnosis. Final diagnosis: hernia sac, excision: benign hernia sac. Specimen and source: hernia sac. 10/15/13: [missing records: a pathology report detailing analysis of the device removed during the 10/15/13 procedure date was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (3191: appropriate term/code not available for ¿mesh retracted¿) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span september 28, 2011 through october 15, 2013 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records from september 29, 2011 through october 14, 2013 were not provided. Patient information: medical history: on 9/28/11: symptomatic ventral hernia. On 10/15/13: incarcerated recurrent ventral hernia. Surgical procedures: on 9/28/11: repair of ventral hernia using 10 by 15 cm. Gortex (sic) dual mesh. Implant: gore® dualmesh® plus biomaterial. On 10/15/13: stoppa repair of recurrent incarcerated ventral hernia using 18 x 24 cm. Gore-tex dual mesh, removal of prosthetic gore-tex mesh. Implant: gore® dualmesh® plus biomaterial. [No allegations]. Implant #1 preoperative complaints: on 9/28/11: indications: ¿the patient is a pleasant 50 year old white female who has been having increasing distention and pain in her epigastric region. She underwent a CT scan that did show a ventral hernia. I met with her on multiple occasions and discussed with her the risk and benefits of repair this including the risk of hernia reoccurrence, mesh infection, wound problems as well as the fact she may still have abdominal distention and that may not be related to the hernia itself and repairing this may not improve it. She expressed an understanding of the procedure and had no further questions and informed consent was obtained.¿ implant #1 procedure: repair of ventral hernia using 10 by 15 cm. Gortex (sic)dual mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/8215626, 10cm x 15cm x 1mm thick, oval.] Implant #1 date: (B)(6) 2011. Wound classification: unknown. Description of hernia being treated: ¿at that point an incision was made in the epigastric region. It was carried down through the skin and subcutaneous tissue. Hernia sac was identified. I circumferentially dissected out the hernia sac and was able to reduce the omentum that was within it back into the abdomen. Underneath the fascia I dissected free all tissue beneath there being careful not to injure any loops of bowel.¿ implant size and fixation: ¿her fascia around was very weak and therefore I went ahead and cleaned off another three or four cm . Circumferentially and at that point a 10 by 15 piece of mesh was placed in the peritoneal cavity with the rough surface facing the fascia and the smooth surface facing inferiorly toward the bowel. At [sic] point I sutured this circumferentially using 0-prolene sutures tacking it to healthy tissue . I was very careful to make sure none of the sutures caught any bowel and to make sure any bowel or omentum got caught between the mesh and the anterior abdominal wall. At that point once it was fixated I closed the fascia over the top of the mesh using 0-prolene sutures to further protect this. Local anesthetic was injected into the skin and musculature. I then closed the subcutaneous tissue using 3-0 vicryl sutures and skin was closed using staples.¿ explant and implant #2 preoperative complaints: on 10/15/13: indications: ¿the patient is a pleasant 52 year old white female who is status post previous ventral hernia repair in the past who over the past couple of months has noticed a bulge and had what appeared to be a recurrent hernia. The patient underwent a CT scan which did show bowel within the hernia sac.¿ explant and implant #2 procedure: stoppa repair of recurrent incarcerated ventral hernia using 18 x 24 cm. Gore-tex dual mesh. Removal of prosthetic gore-tex mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp06/10980759, 18cm x 24cm x 1mm thick. No allegations]. Explant and implant #2 date: (B)(6) 2013. Wound classification: unknown. Operative report: ¿at that point an incision was made through her previous midline incision, carried down below the umbilicus. It was carried down through the skin and subcutaneous tissue. At that point a hernia sac was identified. It was dissected free. I then opened up the hernia sac and was able to reduce the bowel contents none of which appeared to be strangulated or even any impingement on the vascular supply back into the abdomen. I then opened up the fascia and the mesh superior to this. There were several adhesions of the omentum to this which were dissected free. At that point I could feel another hernia above the previously placed mesh as well, therefore, I opened up the entire mesh up to this hernia site. The previously placed dual mesh appeared to be somewhat retracted, therefore, it was felt the best interest would be to go ahead and just excise this and place one large piece of mesh to fix it to hernia defects. I took down the falciform ligament and tied it off between kelly clamps and transected it. All of the adhesions were taken down carefully. There was no bowel adhesed to the anterior abdominal wall. I then cleaned off the subcutaneous tissue off the rectus muscles and fascia and at that point I placed an 18 x 25 sheet of gore-tex dual mesh with the rough surface facing upwards towards the fascia and the smooth surface down towards the intestine. At that point I circumferentially placed 0 prolene sutures to attack [sic] the mesh in place going through the fascia down through the mesh and back up through the fascia. I was careful to make sure that each of these stitches did not catch any of the bowel and I also made sure none of the bowel got between the mesh and the anterior abdominal wall. Once this was then completed, I then closed the fascia over the top of the mesh to further protect this using pds sutures, 2-0 in a figure-of-eight fashion. Through a separate stab incision, a 10 mm. Jp drain was placed on top of the mesh. I irrigated out the wound copiously. I then reattached the umbilicus to the fascia using 2-0 vicryl sutures. The subcutaneous tissue was the [sic] closed using 3-0 vicryl sutures and the skin was closed using staples.¿ 10/15/13: pathology report - gross examination: ¿(B)(6); a single container labeled hernia sac. This is a single piece of membranous tan to red soft tissue measuring 7.5 x 7.0 x 1.3 cm.¿ - microscopic examination: ¿a microscopic examination has been performed on all parts of this case and was used to render the diagnosis.¿ - final diagnosis: ¿hernia sac, excision: benign hernia sac. Specimen and source: hernia sac.¿ - a pathology report detailing analysis of the device removed during the (B)(6) 2013 procedure date was not provided. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 8215626. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh retracted, mesh removal, additional surgery. Additional event specific information was not provided.